Event description:
Post-operative patient ordered for discharge. Surgeon ordered removal of drain - rn attempted to remove drain with gentle traction. Drain broke in half and remaining drain left inside the patient. Surgeon consulted general surgery and patient returned to surgery for drain removal. Return to surgery (B)(6) 2017.